Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 36 mg/dl, 83 mg/dl, 73 mg/dl, and 79 mg/dl when all tests were performed within 10 minutes on the compact plus system. Reporter stated she self-treated with graham crackers and peanut butter. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.